Event description:
It was reported that during vns implant surgery the study patient experienced asystole during system diagnostics. Further information was received indicating that the patient experienced short asystole twice during intraoperative stimulation at output current 1ma, pulse width 500usec, on-time 60sec. It was reported that the start date of the asystole was (B)(6) 2015 and that it resolved on the same date. The event is not ongoing. It was reported that the severity of the asystole is moderate. It was reported that the asystole is unrelated to the study therapy, possibly related to implant surgery and definitely related to stimulation. The study therapy was not changed. The outcome is resolved. The asystole did not cause the subject to discontinue from the study. It was reported that the asystole was considered a life-threatening adverse event. No known surgical interventions have occurred to date.

Event description:
Further information was received indicating that the patient did not present any previous history of cardiac events. The patient did not have any family history of cardiac events. The patient has epilepsy. The cardiac event that the patient experienced was asystole. Prior to the event the heart rate was 70. The heart rate during event was 0. The patient's blood pressure prior to and during the event was 120/60. The event occurred intraoperatively on (B)(6) 2015 while performing system diagnostics. The latter returned output status ok and neos no. General anesthesia was used during the intervention. The patient's medications at the time of event included propofol, fentanyl and metamizol. The length of implant surgery was 121 min. Implant surgery was continued. The patient does not present abnormal vagal anatomy. The device was functioning as intended. The healthcare professional believes the arrhythmia was related to vns therapy stimulation. No intervention was taken for the intraoperative arrhythmia, but it was indicated that intervention was taken to preclude a serious injury. The pulse generator is currently enabled and programmed at output current 0.ma, pulse width 500usec, frequency 20hz, on-time 30sec and off-time 5min. The arrhythmia has not recurred.